Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between september 23-25, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). E1: initial reporter phone no(additional):. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused during patient infusion via peripherally inserted central catheter (PICC). The device was filled with 13500mg piperacillin / tazobactam in 0.9% buffered sodium chloride having a total volume of 240ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.